Event description:
It was reported that the device failed to recognize the therapy cable connection during a cardiac arrest event. A second ambulance at the scene provided defibrillation capability (delay unk). The pt was declared deceased at the scene 30 minutes following ambulance arrival. There was no further additional info provided regarding the pt and/or the event. Physio-control's clinical review of the reported event determined that the device use did not contribute to the pt outcome. Prior to the loss of pt connection, the event download showed that defibrillation therapy was not indicated and the ECG showed two qrs-t complexes at a rate of approximately 100bpm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio found pin 1 broken and stuck in the corresponding therapy connector. The observed failure prevents the device from detecting the therapy cable connection. The device will be repaired and returned to the customer for use.